Manufacturer narrative:
H.6. Investigation: the non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch. The sample returned confirmed plunger movement difficult. Based on the investigation a root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that 10 syringe 10ml saline xs experienced difficult plunger movement during use. The following information was provided by the initial reporter: after injecting 4 - 5 mls, plunger sticks and is very difficult to move further

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringe 10ml saline xs experienced difficult plunger movement during use. The following information was provided by the initial reporter: after injecting 4 - 5 mls, plunger sticks and is very difficult to move further.